Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast discomfort, left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 375cc gel breast prostheses felt discomfort in her right breast. The patient had an MRI performed that diagnosed rupture of her left breast prosthesis. As a result, the patient will undergo bilateral explantation and replacement with unspecified mentor breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 13-feb-2020, mentor received additional information about the event. The implantation date was initially reported to be (B)(6) 2010. New information states that the implantation date is (B)(6) 2012. On 04-mar-2020, mentor received additional information about the event. The patient had her removed breast prostheses replaced with a mentor memorygel breast implant 550cc gel breast prosthesis and a mentor memorygel breast implant 500cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-mar-2020, the mentor failure analysis lab received the device for evaluation. On 23-mar-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed breast pain. The device was visually inspected, and no apparent damage was found. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).